Event description:
Note: the event date is unk. It was reported to boston scientific corp that an endostat iii electrosurgical unit was used during a procedure. According to the complainant, during the procedure, the control cut mode output did not appear to be working correctly. The procedure was completed with another endostat iii electrosurgical unit. No info was available regarding the pt. After the procedure, the complainant retested the unit and was not able to duplicate this issue. The unit has since been used with no other reported issues. Should add'l relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complainant device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).